Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a foreign material inside the tip. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section and a reddish material inside it. A manufacturing record evaluation was performed for the finished device number lot 31430136l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtec's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtec¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation with a qdot micro¿ catheter and as soon as ablation was started the force values would go to 70 grams and the physician stopped. The cable was replaced without resolution. The catheter was replaced and the problem was resolved. The case continued. No patient consequences were reported.